Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included intramural leiomyoma of uterus, paratubal cyst, dysmenorrhea, menorrhagia, umbilical hernia and endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: a. Peritoneum, biopsy: serosa-covered soft tissues with a single gland-lined by columnar epithelium surrounded by reactive stroma with inflammatory changes, compatible with endometriosis. B. Uterus and bilateral fallopian tubes, total hysterectomy: benign cervix with no significant histopathologic changes. Secretory-phase endometriosis with no significant histopathologic changes. Myometrium with a single intramural leiomyoma measuring 1.3cm in greatest dimension. Bilateral fallopian tubes, left one with multiple small paratt1bal cysts. And no other significant histopathologic changes. Essure devices in place in bilateral fallopian tubes (gross diagnosis). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intramural leiomyoma of uterus, paratubal cyst, dysmenorrhea, menorrhagia, umbilical hernia and endometriosis. In 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pain"), rash ("rashes"), anaemia ("anemia") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, dysmenorrhoea, pelvic pain, rash, anaemia, dyspareunia and weight increased outcome was unknown. The reporter considered anaemia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2020: a. Peritoneum, biopsy: serosa-covered soft tissues with a single gland-lined by columnar epithelium surrounded by reactive stroma with inflammatory changes, compatible with endometriosis. B. Uterus and bilateral fallopian tubes, total hysterectomy: benign cervix with no significant histopathologic changes. Secretory-phase endometriosis with no significant histopathologic changes. Myometrium with a single intramural leiomyoma measuring 1.3cm in greatest dimension. Bilateral fallopian tubes, left one with multiple small paratt1bal cysts. And no other significant histopathologic changes. Essure devices in place in bilateral fallopian tubes (gross diagnosis).. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pfs received. Reporter information, device information (date implanted) and events "pain, rashes, anemia, dyspareunia and weight gain" were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included intramural leiomyoma of uterus, paratubal cyst, dysmenorrhea, menorrhagia, umbilical hernia and endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2020: a. Peritoneum, biopsy: serosa-covered soft tissues with a single gland-lined by columnar epithelium surrounded by reactive stroma with inflammatory changes, compatible with endometriosis. B. Uterus and bilateral fallopian tubes, total hysterectomy: benign cervix with no significant histopathologic changes. Secretory-phase endometriosis with no significant histopathologic changes. Myometrium with a single intramural leiomyoma measuring 1.3cm in greatest dimension. Bilateral fallopian tubes, left one with multiple small paratubal cysts. And no other significant histopathologic changes. Essure devices in place in bilateral fallopian tubes (gross diagnosis). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.